Event description:
It was reported that the atrial lead exhibited undersensing. No actions were taken, and the lead remains in use. Lead sensing program adjustments and follow up with medical professional were discussed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5086mri52, lead, implanted: (B)(6) 2012. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that due to chronic low p waves, the atria lead was inactivated, remains in patient, and a different lead was implanted.